Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected a compromised outer vacuum. The coaxial umbilical cable, electrical umbilical cable, and auto connection box were replaced without resolution. The balloon catheter was then replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the patient data files and 2af283 balloon catheter with lot number 25305 were returned and analyzed. The patient file showed 10 applications were performed using the 2af283 balloon catheter with lot number 25305 and nine applications were performed using another 2af283 balloon catheter. The patient file showed system notice 50032 (the safety system detected a compromised outer vacuum during inflation) was received at application number 10 with the first balloon catheter. External visual inspection of the balloon segment showed fluid inside the balloon. The catheter smart chip data was downloaded and reviewed. Data indicated the catheter was used for 10 applications on the reported event date. During functional testing, the console terminated the application and triggered system notice 50005 (the safety system detected fluid in the catheter and stopped the injection). During pressure testing and dissection of the balloon segment, no anomalies were identified. Both balloons and bonding were intact. During inspection and pressure testing of the shaft segment, a guide wire lumen kink and breach were observed one inch proximal to the catheter tip. During inspection and pressure testing of the handle segment, no leaks were identified on any bonding areas of handle components. No anomalies were identified during inspection/pressure testing of the y-block and y-block fitting. In conclusion, the balloon catheter failed the returned product inspection due to a kink/twist observed on the guidewire lumen, a breach observed on the guidewire lumen, and the reported system notice was observed in the data files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.